Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
It was reported that the vent exhibited a blue screen while being used on a patient. The patient was moved to another ventilator. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
A field service engineer (fse) went on site to evaluate and repair the device. The report of the blue screen was verified during evaluation. The mainboard was replaced to fix the issue.